Event description:
It was reported that at 12:00 pm on (B)(6) 2025, the urology and day care ward nurses performed a postoperative urinary catheterization on the patient as directed. On (B)(6) 2025, the foley catheter was discovered to have detached. After being summoned by the call bell, the nurse inspected the catheter and discovered the balloon had ruptured. A new catheter was then replaced and reinserted.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A review of the device labelling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at 12:00 pm on (B)(6) 2025, the urology and day care ward nurses performed a postoperative urinary catheterization on the patient as directed. On (B)(6) 2025, the foley catheter was discovered to have detached. After being summoned by the call bell, the nurse inspected the catheter and discovered the balloon had ruptured. A new catheter was then replaced and reinserted.